Event description:
Clarification to event description: during the procedure, the threaded tip of the pull reduction instrument for liss broke off in the patient¿s femur upon removal. The surgeon elected to not to retrieve the fragment. The fragment is covered by the proximal end of the reported 13-hole titanium liss plate. This follow-up report is 1 of 1 for (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) of the distal femur. The device was used to compress the plate that was inserted in the bone was a; 13 hole plate. When the device was removed the tip of it broke off and remained in the femur. The surgeon decided that, to retrieve the broken tip he would have to take the plate off which would add more time to the case. No delay to the procedure. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is not implanted/explanted. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.